Manufacturer narrative:
(B)(4). Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and explant date provided by the reporter the connector type is assumed to be a taper ii. Allergan will not receive the port and no analysis or testing will be done. No additional info has been reported to allergan regarding the event date, implant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Physician reported a device's original port had been explanted and replaced. This was due to a port leak at the base plate.